Manufacturer narrative:
Nvestigation was performed on user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value was 189 mg/dl on (B)(6) 2024 at 10:00pm and bg was not entered. A high glucose alert was not asserted because the sg never reached above the high glucose alert setting of 250 mg/dl.a review of the overall system performance revealed that it was working within expectations. However, the dms data revealed symptoms consistent with situations where estimated values provided by the app (sg values) were entered as calibrations rather than true bg values. Customer was advised to not enter anything other than a true bg meter value, from a finger stick, when calibrating and entering estimated values or value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings.no further investigation was found necessary for this complaint. The customer was hospitalized because of the hyperglycemia event and treatment was given. However, treatment details were not provided by the customer's family. B4.date of this report 16 may 2024. G3.date received by the manufacturer? 10 may 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 11. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 3, 2024, senseonics was made aware of an incident where an ambulance was called for a patient who was having a hyperglycemia event. The patient was hospitalized due to diabetic coma and had a miscarriage because of hyperglycemia. The patient had the symptoms of nausea, vomiting, severe thirst, fainting, extreme weakness, and unturned eyes. After sensor data review in dms, it was confirmed that the user didn't receive a high glucose alert at the time of the event because the sg values never went above the high alert setting.